Event description:
Customer reports sinus issues with md intervention of unspecified medication prescribed.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation soclean believes this complaint is related to the philips recall of the dreamstation 1, not the soclean device. Soclean is processing this complaint in accordance with its complaint handling and quality system processes. Soclean has reviewed and made improvements to the complaint handling procedure to ensure compliance with FDA regulations. These improvements were recommended because of an internal audit conducted by an external independent regulatory consultant. Soclean opened several capas to remediate the audit findings. Processes were revised to ensure reportable events were correctly identified and submitted to FDA. Per fdas guidance, soclean is now reporting these events, which also includes retrospective items.